Event description:
It was reported to co that during the ptca, the occlusion balloon deflated unexpectedly. The device was prepped per the IFU and inserted into the saphenous vein graft for primary stenting. The balloon was inflated to 5mm to occlude the vessel, but then immediately deflated and would not re-inflate. The case was completed with another device of the same lot number with no problems. There was no adverse effect to the pt.